Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus europa se & co. Kg (oekg). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the external force applying to the distal end of the subject device by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon might be caused by wear and tear damage due to the increasing use/time. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there had been a gap of adhesive around the ultrasound transducer of the distal end of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.